Manufacturer narrative:
11/19/1998- supplement #1 sent to FDA. Device not available for evaluation.

Event description:
The product was used during an unspecified procedure on the knee. Reportedly, the needle broke. The surgeon used another suture to complete the procedure. The hospital has reported no pt injury occurred.